Event description:
The hcp reported the pt was experiencing withdrawal. The pump was explanted and replaced and returned to the MFR for analysis. The pt is reported to be now doing fine. A follow up report will be sent when additional info is received.